Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting possible battery issues and shortened replacement interval. Boston scientific technical services (ts) consultant recommended device replacement. S-ICD device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator. Boston scientific technical services (ts) consultant recommended device replacement and s-ICD was explanted and replaced after seven years of being implanted. S-ICD would not returned. No additional adverse patient effects were reported.